Event description:
The hospital reported that a pt was intubated and being ventilated by an engstrom. An independent monitor reportedly alarmed for bradycardia and indicated an spo2 level of 24%. It was noted that the engstrom stopped ventilating without alarm. The pt was reportedly removed from the ventilator and manually ventilated. Pt reportedly recovered. It was subsequently reported that the pt expired 8 days following the reported complaint. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(6), pt info is considered confidential and will not be released by the site.